Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 alarm was confirmed through review of the device's history log, as well as reproduced during the eval. The device was run for (B)(4) hrs before experiencing a system error 322 alarm. This error was caused by a failed component on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump was alarming constantly for system error 322. It was also reported that there was no pt injury.